Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed. Based on the results of the investigation, the images were not displayed due to the failure of the dp printed circuit board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 8 years since the subject device was manufactured. In addition, the following non-reportable malfunctions were found during the device evaluation: the front panel does not light up and the keyboard does not operate. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center had no video output and reset was not possible due to the menu not displaying. This issue was found during inspection for use of a diagnostic procedure. The treatment was cancelled and there were no reports of patient harm or injury.